Event description:
It was reported that there was a pin stuck in the therapy connector of the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer confirmed that the therapy connector in the device was replaced to resolve the reported failure regarding the broken pin; however during their repair they damaged the device. The device was returned to physio-control to be repaired and correctly reassembled. Physio-control evaluated the device and performed repairs related to the customer damaging the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.